Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant (coa) reported that following a cataract extraction with intraocular lens (iol) implant procedure, an unexpected outcome. Occurred. Additional information was provided that the iol was exchanged for the same model with a 1.5d difference in power in a secondary procedure. The patient's issues have resolved.